Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the two therapy pads on her back. The area was described as burning, itchy, and sore with no open skin. The patient originally reported the irritation had improved due to the use of over the counter lotion. The patient later reported that the irritation never went away and that she consulted her doctor about the condition. The patient's doctor prescribed unknown creams to treat the irritation and recommended that she not wear the lifevest temporarily due to the skin condition. During a follow-up, the patient indicated that although the irritation is not completely healed there has been improvement due to the recommended treatment.